Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) performed a review of the recorded episode and determined that the episode is consistent with respiratory rate trend (rrt) oversensing. Ts noted that all measurements are within range. It was recommended to continue monitoring the ra lead status. No adverse patient effects were reported. This ra lead remains in service.